Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cable that connects the distribution node to the rear therapy electrodes was pulled from the strain relief, exposing and damaging cable wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) had a damaged cable. The last patient to use this electrode belt did not report any deficiencies.